Event description:
It was reported that the patient experienced a warm feeling at the implantable neurostimulator pocket site, with tenderness and redness also noted. There was no known related incident or accident reported. Impedance readings were greater than 3,600 ohms with combinations using lead electrode 0. All of the other lead combinations were between 600 ohms and 700 ohms. It was later reported that an infection specialist determined that there was no infection associated with this problem. It was suggested that there was a possible electrical issue due to body fluid in one of the connector ports. The patient was to turn the device off for one week, in order to determine if the symptoms resolved. The patient's device was, then, to be turned on again to determine if the symptoms reoccurred. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information received reported the device was explanted on (B)(6) 2011 due to an infection.

Manufacturer narrative:
Lead: model 3487a, lot# j0225641v, implanted: 2002 (B)(6), explanted: na. Lead: model 3487a, lot# j0225487v, implanted: 2002 (B)(6), explanted: na. Extension: model 3708260, lot# nkb006284n, implanted: 2007 (B)(6), explanted: na. Programmer: model 37742, lot# njd043199n.

Manufacturer narrative:
Visual and functional examinations revealed the device within specifications. Evaluation of (B)(4) extension found the body insulation cut through and segmented. The outer insulation was melted, suspected of cautery. Visual examination of 3550-09 pug and cap were within specifications.

Event description:
Additional information reported that cultures and evaluation by an infectious disease specialist indicated that the inflammation at the neurostimulator site was not due to infection. It was noted that the patient recovered from surgery without sequelae.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.